Event description:
The following description of the event was copied from a carefusion ventilation complaint form submitted by the distributor in hungary. "The device gives no oxygen at all. The o2 level was checked by an external o2 cell and it measures - 21% independently from the set fio2."

Manufacturer narrative:
(B)(4). The foreign distributor determined that the most likely cause of the reported event was a malfunctioning gas delivery engine (gde). The foreign distributor was shipped a replacement gas delivery engine (gde) to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty gas delivery engine (gde) for evaluation. As of 03/02/2015, the alleged faulty gas delivery engine (gde) has not been received. Should the alleged faulty gas delivery engine (gde) be received and evaluated, a follow-up medwatch report will be submitted.